Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) events in the 600 mg/dl range with ketone level identified as dangerous. Reportedly, customer went to the emergency room (ER) to treat the elevated bg level. Customer was treated with manual injections and fluids. Cause of the elevated bg levels are unknown. Reportedly, customer left the ER in stable condition with the issue resolved.